Manufacturer narrative:
The lot number for the device was provided, a lot history review will be performed. The device was returned to bd and are pending evaluation. A photo and a device were provided for review. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that the model u4150410rx pta balloon dilatation catheter allegedly ruptured under rated burst pressure. This information was received from one source. The malfunction involved patient with no known impact to the patient. The patient was a male; however, the age and weight were unknown.

Manufacturer narrative:
H10: the lot number for the device was provided, a lot history review was performed. The device was returned for evaluation and photos are provided and reviewed. Therefore, the investigation is confirmed for the reported balloon rupture, as longitudinal rupture was noted on the balloon. The definitive root cause for the reported balloon rupture could not be determined based upon available information. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that the model u4150410rx pta balloon dilatation catheter allegedly ruptured under rated burst pressure. This information was received from one source. The malfunction involved patient with no known impact to the patient. The patient was a male; however, the age and weight were unknown.